Event description:
It was reported that the vns patient was seen for a follow up visit, and upon interrogation of the device, the physician noted that the output current was set to 0ma, which is not the intended setting. The patient's device was programmed back on at that time. The patient was seen last in (B)(6) 2010 where the physician reported everything was fine with the device at that visit. Good faith attempts to obtain programming history to further investigate the cause of the programming anomaly have been made, but the additional history has not been received to date.